Event description:
It was reported that the customer was hospitalized for high blood glucose of 455 mg/dl. It was stated that the customer was in a diabetic camp. It was stated that the customer had high ketones and the doctors tried to deliver two boluses with the insulin pump. It was stated that the doctors at the camp informed that only manual daily injections were bringing down the customer's blood glucose. It was stated that the doctor changed the infusion sets four times throughout the night and was rotating sites. Reviewed the alarm history and no alarms were present. It was stated that the customer's mother declined to troubleshoot the insulin pump. The customer's blood glucose at the time of call was 226 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.